Event description:
A healthcare professional reported that a patient underwent cataract surgery more than a year ago and now the patient presented with retinal detachment. According to the patient the event was due to the fact that the healthcare professional entered wrong parameters in the system. The healthcare professional considered that both events were not linked. Several attempts have been made to obtain further information with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Several attempts have been made to obtain further information with no response to date. (B)(4).